Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l69911, implanted: (B)(6) 1999, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 03-sep-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and healthcare provider via manufacturer representative who was receiving an unspecified drug of an unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and peripheral neuropathy. It was reported that when the catheter was implanted, a granuloma formed around that time and had to be clipped. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The issue was not resolved.